Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. This lead was successfully explanted and new lead implanted in the left bundle branch (lbb). No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lv lead exhibited high capture thresholds. This lead is expected to return.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. This lead was successfully explanted and new lead implanted in the left bundle branch (lbb). No additional adverse patient effects were reported outside the revision procedure.